Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) measured fluctuating ventricular rate/sense impedance, beginning three months post-implant. No noise was present on electrograms and pacing thresholds were steady and within the acceptable range.